Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. The patient presented with cystocele, rectocele, vaginal vault prolapse after hysterectomy, and intrinsic sphincter deficiency. During the procedure it was noted that the patient had absent to flimsy rectovaginal fascia. There was no evidence of injury from the sling placement and the patient was in stable condition post procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.